Event description:
Report alleges pt received implants 14 years ago (i.e. 1982). Reporter alleges pt had surgery three weeks ago (i.e. 7/96) and discovered that one of her implants has ruptured. Reporter also alleges co was stamped on them (implants).